Event description:
This lead appears to have intermittent noise on the far-field and ra channels. Atrial sensing amplitude is also low with intermittent undersensing. Shock impedance trend is stable. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.